Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges unrest and doubt whether it is still safe to continue to use the device and also fear about possible conditions/disorders in the future. Patient also alleges it also has a negative impact on sleep therapy, which puts more pressure on the health condition. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged unrest and doubt whether it was still safe to continue to use the device and also fear about possible conditions/disorders in the future. Patient also alleged that it also had a negative impact on sleep therapy, which puts more pressure on the health condition. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device "dreamstation auto CPAP" was returned to the third party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were not observed inside the assembly. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box b, d, h has been updated/corrected.